Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, pt's wife reported his blood glucose levels have been elevated. She stated his elevated blood glucose levels started in the beginning of nov. Pt's normal blood glucose range is 145-150 mg/dl. Pt's wife reported the pt's blood glucose readings have been from 250-380 mg/dl. Pt reported he called his doctor about the elevated readings, and the doctor advised he fax over his blood glucose levels. He stated he has been sick with a cold since three days earlier. Pt reported he went on his backup infusion device one day earlier and woke up with a reading of 225 mg/dl which is better than it has been. Pt reported the infusion adapter on the infusion device has not been changed for 3 months. Advised to change with every 10th insulin cartridge change. He stated his infusion set was itching, and he noticed it was half way out and he changed it immediately. He reported he does not remember anything else about this event and is unsure if this happened during this period of elevated readings. Pt reported he tends to forget to deliver a bolus for a meal or snack "a lot and I think this is why I'm having high readings". He stated he is eating a lot of fruit which tends to spike his readings. He reported he eats and does not bolus a lot of the time and knows this is why his blood glucose levels are high. Replacement adapters were sent; no product return was requested. On follow up call the next week, pt reported his blood glucose levels are back to normal.